Manufacturer narrative:
H.6. Investigation: a 20039e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116169. A review of the production records for lot 20116169 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h.10.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: tube blocked, can¿t flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: tube blocked, can¿t flush.